Manufacturer narrative:
Additional data: h4 device manufacturer date. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215040 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-430 / lot m215040. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215040 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 assay on (B)(6) 2023. Per the customer, the patient performed two tests with ID now covid-19, the first test was positive, and the second was negative. The customer performed an antigen test (unknown brand), and it generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 assay on (B)(6) 2023. Per the customer, the patient performed two tests with ID now covid-19, the first test was positive, and the second was negative. The customer performed an antigen test (unknown brand), and it generated a negative result. No additional patient information, including treatment and outcome, was provided.